Manufacturer narrative:
Continued e1. Phone:(B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, b3, b5, b6, d1, d2a, d2b, d4, d6a, d6b, e1, g4, h4, h6

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for an unknown side. Device remains implanted.